Event description:
Info was received that reported a pt was hospitalized in 2008 due an incident of hyperglycemia. It was reported that the pt began feeling ill around 10:00am on the same dan, and she had blood glucose of >300mg/dl. The pt went to the ER and had blood glucose of 305mg/dl upon admission. The pt was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery, occlusion and accuracy tests were performed, the device was found to pass all delivery, occlusion and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within spec.